Event description:
It was reported that the pt underwent an xlif with an lt cage and rhbmp-2/acs. Approx 3 weeks post-op, the pt developed increasing pain. MRI performed sometime post-op showed inflammation. Treatment to date has been with pain mgmt and anti-inflammatory injections.

Manufacturer narrative:
Neither the device nor films or applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.